Event description:
While doing a skin tag removal procedure, a ball of fire shot out from the tip and caused a minor burn to the neck area of the pt.

Manufacturer narrative:
Add'l info received from doctor performing the procedure. "The pt is fine now. (Burn) area was 6-7 cm on left neck. Burn was first degree. Area was treated with silvadene. Procedure was skin tag removal. Occurred at end of procedure. Hyfrecator was set at 15 (watts). No oxygen present. No accessories used. Grounding was by the tool only-no accessory grounding. Chloroprep used for cleansing." Results from in-house eval: could not duplicate discrepancy. Electrosurgical unit (esu) was set to maximum power in hi (35) and lo (20) modes when received, bi was set to 24. Esu produced correct radio frequency output from selected active ports in all modes of operation. Power cord and pencil (received with esu) function properly. Error log recorded "-0" (no fault code stored. Unit has never declared a fault." Per service manual).